Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose was 180 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.